Event description:
(B)(4). I have sever bloating and now I have endometriosis and constant bleeding constant pain on my right side mostly in my ovary area constant muscle pain hurt back gain weigh n cant loose it. Always tired losing tons of hair everyday constant discharge